Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples sent for evaluation. Bd received 348 sealed 22ga x 1.00in. Insyte autoguard units from lot number 4229661. A sampling of 20 units were randomly selected for investigation. The units were inspected by breaking tip adhesion, slightly advancing the catheter, and activating the button. A functional test showed that the retraction time exceeded the specification on some of the units. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing, gel is inserted into the spring cavity. Excessive gel may result in a slow retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: safety feature of needle taking too long to retract.